Event description:
It was reported that the patient was experiencing loss of stimulation. It was also reported that the patient was experiencing difficulty charging the ipg. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted products were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 2000019745/2000019743.